Event description:
It was reported that during a left hepatectomy, after homeostasis was achieved using lt200, the portal vein was to be ligated using ec45a with ecr45w reload, after firing 3 consecutive strokes, the ec45a locked, I performed manual troubleshooting, but I was unsuccessful, we ended up dissecting the specimen plus residual portal vein, since the stapler would not open. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested, and the following was obtained: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) The patient is doing well and from follow up that no post -operation change of care. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.